Manufacturer narrative:
Note: change to implant date.

Event description:
It was reported that the device was implanted after the use-by-date of (B)(6) 2011.

Event description:
Additional information showed the device was implanted (B)(6) 2011, which was before the product expiration date.

Manufacturer narrative:
(B)(4).